Manufacturer narrative:
(B)(4), model # 3778-45, lot # v818437020, implanted: 2011-(B)(6), explanted: unknown; lead model # 3778-45, lot # v751634024, implanted 2011-(B)(6), explanted unknown; anchor model # 3550-39 lot # n303590, implanted 2011-(B)(6), explanted unknown; programmer model # 37743, lot # nke174070n; extension model # 3708140, lot # njb103034v, implanted 2011-(B)(6), explanted unknown; extension model # 3708140, lot # njb103289v, implanted 2011-(B)(6), explanted unknown.

Event description:
It was reported that the patient was experiencing a shocking or jolting sensation with acute pain. The shocking was on the left side of the body and there was a feeling of muscle pulling on right side below the neck. The patient had gone to see the physician and they had suggested replacing leads. A surgery date was not set. The patient was interested in a second opinion. If additional information is received, a follow up report will be sent.